Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the screw was tried twice in the right ventricular (rv). The screw was not coming out. Then the lead was taken out completed and tried. The screw came out a third time. The same lead was then implanted. The lead remains in use. No patient complications have been reported as a result of this event.